Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not lowering their blood glucose and had no insulin flow blocked alarms. The customer¿s blood glucose level was 305 mg/dl at the time of the incident. The customer's blood glucose would only lower when they used manual injections. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was using a competitor's sensor system. Troubleshooting was not completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin pump alarms or alerts noted during testing. (B)(4).